Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient needed their stimulator reprogrammed. The patient had a cat scan about four weeks ago and forgot to turn the device off. The therapy was turned off and reset to shipping parameters. The patient started to get a signal that couldn't get anything and then got the por message. On tuesday, the patient went to a facility because the stimulation was hurting them and they cleared the por. They got the stimulation back on one program but didn't know how to switch programs. The stim has been shut off since tuesday. The caller was walked through how to check their settings. They were on program 2 at 4.0 volts and the stimulation was off. The patient switched to program 2 at 0.4 volts. They were told to try that for a couple of days that it takes the body some time to adjust. If it doesn't resolve, they were told to contact their doctor. No further complications were reported as a result of this event. [Refer to pe (B)(4) for information regarding the leaking]